Manufacturer narrative:
During the surgery, an adverse event occurred with another medacta product (MDR 2016-00349). Overall the surgery was prolonged about 4 and a half hours. On 06 july 2016, the r&d director was informed about the event and commented as follows: the thread of the instrument is designed to be coupled with all the cup sizes. In this case (cup 50 mm) the thread of the instrument sticks out of a couple of turns of thread but this ensures optimal coupling between tool and cup. Removal of a part of the thread could lead to a not stable coupling between the instrument and the cups. The protrusion thread is unlikely to cause bone fracture. On 11 july 2016, the r&d director performed a preliminary investigation based on pictures of the instrument, and commented as follows: from a first analysis, the instrument is in accordance with the project specification. Batch reviews performed on 11 july 2016. (B)(4).

Event description:
When the surgeon assemble mpact shell size 50mm with cup adapter, the surgeon notified that cup adapter's screw was popped up. The surgeon loosen cup adapter until the screw did not pop up and try to implant. Then he tried to fit the liner into the shell, but shell was drop out. The surgeon decided to ream again and replace shell size 50mm with 54mm.